Event description:
It was reported the patient had experienced lead migration. Patient had good coverage prior to revision but was having positional stimulation due to lead moving down and going into the gutter. Patient had revision surgery on (B)(6) 2014 to reposition her lead. Programming was successful post-operatively, thereby resolving the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.